Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and rupture seen on per-op imaging (extracapsular). The device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side "grade 3 capsular contracture" and "implant rupture seen on per-op imaging (intracapsular)." Healthcare professional reported later reported "the capsule was found to be extremely thickened and calcified." Manufacturer is unknown. Device was explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: b.5, d.3, g.1, h.6.

Event description:
Healthcare professional reported a right side "grade 3 capsular contracture" and "implant rupture seen on per-op imaging (intracapsular)." Healthcare professional reported later reported "the capsule was found to be extremely thickened and calcified" against a non-abbvie device. Device was explanted and replaced.

Manufacturer narrative:
The reported event is not against an abbvie device. The device is a non-abbvie device and events unreported. Clarification d.3 and g.1: unknown manfacturer of device. Device is non-abbvie. Additional, corrected and/or changed data: d.1, d.3, d.4, g.1, g.4, h.6.